Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a patient developed a tibial cyst after an anterior cruciate ligament repair. No further information received. The surgeon was not able to provide the specific lot number of the reported device. It is either 10254192 or 10255018. Update 01-dec-2020: further information were provided that the initial surgery was performed on (B)(6) 2020 and the issue was identified on (B)(6) 2020. It was further reported that a revision was performed to solve the reported issue.